Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customers receiving this product were notified that the labeling is incorrect and that the product is not sterile and should not be used in a sterile environment. The supplier responsible for this product is in the process of correcting the instructions for use in multiple languages. Biomérieux has removed the incorrect ifus from our website. The english translation of the instructions for use is correct and still present. The root cause is an inconsistency between the record translations.

Event description:
The biomérieux italy subsidiary reported an error in the non-english instructions for use (IFU) associated with the greiner blood culture holder (biomérieux reference (B)(4), greiner reference (B)(4)). The non-english IFU indicate the greiner product is sterile, when in fact it is not. There is no indication or report from the laboratory that the discrepant IFU has led to any adverse event related to any patient's state of health. The product (greiner blood culture holder, ref. (B)(4)) is not manufactured by biomérieux. It is manufactured by greiner; however, biomérieux provides it's own reference number and product label. Greiner has been notified of the issue, and is taking corrective action regarding the labeling error. English versions of the product labeling (instruction for use) are accurate; translated IFU contain the error. Biomérieux has removed non-english IFU from the technical library that is available for customer use. Biomérieux investigation will be conducted.